Event description:
Patient in ep lab for pacemaker placement. 6fr safe sheath used for lead insertion. When md split safe sheath the inner ring of sheath valve did not split in half but remained intact. Md able to manually split ring and remove. This has happened in the lab in the past with same size safe sheath. Lot #: dp20264.